Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a longevity test was run and they were confused by the on asterisk. This was reviewed that the device appears to have had a power on reset (por) sometime in the past as the longevity done was for a new implantable neurostimulator (ins). The patient settings were at 1075ohms 1.0 210 14hz. There were no further complications or anticipations reported with this event.